Event description:
The system produced solid tones at the beginning of activation but then would start beeping. The customer replaced the handpiece and the problem went away. The case was finished with no patient consequence.